Event description:
This spontaneous report was received from a us healthcare professional and concerns a female patient. She was injected during a training session, with radiesse(+), into the jawline (off label use of device), on (B)(6) 2022. In 2022, after the injection with radiesse(+), the patient experienced an infection. On (B)(6) 2022, the patient went to the emergency room (ER), where a biopsy was performed. The biopsy showed a granuloma in foreign body, in the mandibular joint. The patient was treated with intravenous antibiotics and sent home with doxycycline. According to the reporter, on (B)(6) 2022, it was reported that the patient developed swelling after a period of illness that she had the week before, further described as swelling and pain after the infection, and the patient missed her two week follow up. Due to the provided information, the outcome of the event infection was considered as resolved, in (B)(6) 2022. The outcome of the remaining events was unknown. Follow up information was received on 20-apr-2022: it was confirmed that the patient was injected with radiesse(+), into the jawline, on (B)(6) 2022. It was confirmed that the patient developed swelling. On (B)(6) 2022, the patient went to the emergency room, where a biopsy was performed. The patient was put on intravenous antibiotics and put on doxycycline. The biopsy showed a granuloma in foreign body, in her mandibal joint. On (B)(6) 2022, it was reported that the patient developed swelling, after a period of illness that she had the week before. The outcome of the events remained unchanged.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event granuloma in foreign body (pt: injection site granuloma), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number was not reported.

Event description:
Follow up information was received on 16-may-2022: the event term infection was amended to infection/ stomach virus, and was recoded from injection site infection to stomach virus. The patients date of birth, age and weight (53.52 kg) were provided. The patient was 56 years old at the time of the event. She was injected with a total of 0.3 ml of radiesse(+), into the right jawline at angle of the mandible, on (B)(6) 2022. The patient was injected in 0.1 ml increments. As reported, on (B)(6) 2022, the patient returned for a follow up and lip filler. The patient was previously treated with restylane, into the cheeks. The patients medical history included facial muscle loss and weakness on the right affected side (following a stroke). The patients past medical history included a stroke. Concomitant medications include klonopin. On (B)(6) 2022, the patient cancelled a follow up appointment due to the illness, described as a stomach virus. On (B)(6) 2022, the patient experienced swelling of the right side of the jaw. The reporter responded by asking questions and offering care for the mentioned lump. When the reporter tried to follow up, they did not receive any response from the patient. On (B)(6) 2022, the patient went to the emergency room. The reporter was informed that she was hospitalized for intravenous antibiotics and that she was diagnosed with foreign body granulomas. As reported, the patient had permanent scaring caused by biopsies of the area. The reporter did not treat the patient as she did not return to the office. She was treated by a dermatologist with doxycycline 100 mg, twice a day for 14 days. Although the patient completed the course of antibiotics she had permanent changes to her appearance and mental distress from the event. She did not contact the reporter since (B)(6) 2022. The outcome of the events remained unchanged. In the opinion of the reporter, the events were related to radiesse(+). Internal database correction was performed on (B)(6) 2022: the event granuloma in foreign body was amended in regards to the serious criterion and assessment text for the follow-up information received on 16-may-2022 was amended accordingly. Furthermore, the outcome of the event granuloma in foreign body was changed to not resolved.

Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event granuloma in foreign body (pt: injection site granuloma), was deemed to meet the serious criteria of permanent damage. The device history record for radiesse(+) could not be reviewed, as the lot number was not reported.